Event description:
The ventilator went vent inop while in use on a pt. The customer reported that the ventilator alarmed during the event. There was no pt harm reported. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service tech was unable to duplicate the reported problem. However, the service tech confirmed a diagnostic code in history indicating a vent inop occurred. The service tech inspected the device and found an electrical wire was detached from the blower fan. This resulted in a nonfunctioning blower fan which will cause the ventilator to "over" and shut down. The service tech reconnected the wire and tested to correct the reported problem. Performance verification testing was performed and the ventilator passed per operating specifications.